Event description:
It was reported that via remote transmission episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were recommended, and the device remains implanted. The patient has not been seen in clinic since prior to the merlin.net transmission.